Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, they were in their living room when they suddenly felt dizzy and lost consciousness. The patient hit her head and right arm on the floor. There were no cgm or bg values observed at this time. The patient¿s husband found the patient unconscious and treated her with water and glucagon. The patient¿s sister, who is a nurse, came over to their house and evaluated the patient. The cgm displayed 127 mg/dl while the patient¿s bg was 42 mg/dl. No other medications was given for the ongoing hypoglycemia. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.